Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced audio output. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and could not confirm the reported event of intermittent audio output.